Event description:
It was reported that this system exhibited on the right ventricular (rv) channel high shock lead impedance out of range (gradual), with the impedance exceeding 145 ohms. The system was programmed to beep as an alert for the patient, and the beeping pattern was discussed with the healthcare provider (hcp). Technical services (ts) suggested reprogramming options. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this system exhibited on the right ventricular (rv) channel high shock lead impedance out of range (gradual), with the impedance exceeding 145 ohms. The system was programmed to beep as an alert for the patient, and the beeping pattern was discussed with the healthcare provider (hcp). Technical services (ts) suggested reprogramming options. This lead remains in service. No adverse patient effects were reported. Additional information was received that a code 1005 was observed for this patients' cardiac resynchronization therapy defibrillator (crt-d), which is indicative of an open circuit condition was detected during shock delivery. High out of range shock impedance measurements were also observed. Technical services (ts) discussed clearing the code to interrogate and resume programming. Ts recommended rv lead replacement. It was noted this patient underwent a ventricular tachycardia (vt) ablation in which this patient is in the intensive care unit on life support. This rv lead remains in service. No adverse patient effects were reported.